Event description:
The dentist reported that this abutment fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned components has confirmed the devices has fractured and appeared to be used. Dimensional analysis cannot be performed due to the damage of the as returned product. No lot or order number has been provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.